Event description:
Account alleged the head of the bed drifts with patient on it.

Manufacturer narrative:
Account cleaned and degreased the head assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.